Event description:
Provider reports what seemed to have happened is while she was steering the chair, her knuckles hit the speed increase button which would cause `all the lights to light up and caused the chair to move into all directions. The end user sustained an unspecified injury as a result. Medical intervention is reported, however the extent of the injuries and medical intervention is unknown.